Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The rv lead showed high threshold. The lead was repositioned during a normal device change out. The lead remains implanted. Should additional information be received, this file will be updated.